Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a fracture, high impedance and noise. It was also reported that the device falsely detected the noise on the ra lead as atrial tachycardia/atrial fibrillation. The ra lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.